Manufacturer narrative:
(B)(4). The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test. The pump was received with cracked case at the display window corners and battery tube threads. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose of over 700 mg/dl and diabetic ketoacidosis. Blood glucose at the time of the call was not provided. Customer experienced no symptoms. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was not performed. The insulin pump will be returned for analysis.